Event description:
It was reported that the patient was seen in clinic with oversensing of the right ventricular (rv) lead. It was found that the lead had dislodged. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).